Event description:
New information states that high pacing threshold was noted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited high impedance and loss of capture. The lead was capped and replaced on (B)(6) 2018. The device was also explanted and replaced for the same reason. Possible header problem was suspected. The procedure was completed successfully without any patient complications.